Event description:
The customer confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, as a correction, as the information was inadvertently left off of the initial mw (identified via b5 and the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeled acoustic lens likely occurred due to physical stress caused by dropping or hitting the device on a hard surface/object or due to chemical stress that occurred during cleaning/sterilization process. In addition, the gap between the acoustic lens and ultrasound probe likely occurred due to handling mistake of the customer or due to wear/damage caused by increase in time and use. Lastly, the cause of the clogging of the air / water tub could not be identified as it was confirmed the device was reprocessed to the instruction manual. The instruction manual identifies verbiage that may prevent the 3 phenomena: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures as to the handling methods of the subject device, we checked the contents described in the instruction manual and found the following descriptions. We determined that phenomenon (1) and (2) might be prevented by following these descriptions. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
In addition to b5, additional information was received from the customer stating that the (unspecified) issue occurred during an endoscopic procedure. The procedure was completed using the same device without extension to the procedure or prolonged anesthesia. The customer noted the subject device had been inspected prior to the procedure and no anomalies were found. During evaluation, the customers¿ initial report of tie rods was confirmed. Due to wear of the lock engagement lever, the up down knob could not lock securely. The following additional findings were also noted: due to clogging of the air/water tube, no water was fed, and the amount of water contact did not meet the standard value. There was discoloration on the scope body and scope cover, damaged acoustic lens, adhesive chip on the bending section cover, and due to wear of the angle wire the play of up down and right left knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned to an olympus service center for evaluation with a request for ¿revision of tie-rods¿. There was no report of patient or user harm due to an event. The evaluation of the subject device found there was a gap of adhesive between the acoustic lens and ultrasound, the acoustic lens was peeling, and the air/water channel was clogged with foreign material. This report is being submitted for the malfunctions found during the device evaluation.